Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during surgical set up there was an issue with the p-stop. The button was activating without it being pressed. Inspection of the device carried out by a field service engineer, revealed a sticky residue covering the board, including the buttons. No harm has occured to patient or user. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.